Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID (B)(4) serial# (B)(4): product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd, UDI# (B)(4): analysis of the programmer found the main board was damaged. All fdm and fdr codes apply to the programmer. Fdc code (B)(4) applies to the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that led to the pain was the new device being implanted. The replacement of the controller resolved the difficulty connecting/charging the ins, controller not powering up, and pain. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745bp, lot# nlh007104n, product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis of the controller ((B)(4) ) revealed no problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the battery was not charging. The caller reported when the controller was plugged into the wall, it said 100% charged. When the controller was plugged into the recharger or unplugged from the wall in general, the screen was blank, and the controller was off. The patient noted he spoke with a manufacturing representative who had the patient remove the battery from the controller; however, the issue persisted. A replacement battery pack was sent to the patient. Additional information was received from a consumer at a later date. The patient reported the controller would not connect to his implant to charge, and a manufacturing representative (rep) told him to get a replacement controller. The patient reported four weeks ago another rep got the controller to charge his implantable neurostimulator (ins) to 60%, but then the controller would not charge when he tried it. The patient reported he tried using his controller on sunday like ten times, because he was in pain and could not get the controller to work for him. The patient stated the controller turned on and showed the ins was low. The controller was at 100%, but he could not connect to the ins to charge. The patient removed the battery and controller powered on then off. The controller would not power back up. A replacement controller was sent to the patient. No further complications were reported/anticipated.